Event description:
It was reported to philips that the system's monitor was unable to display, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. No information was received from the customer about procedure completion. Philips remote service engineer contacted the customer for more incident details. The customer refused to answer questions. The system is on call, and the customer is not under a philips contract. The customer declined onsite service, stated there was no problem, and noted the issue as operational. The hospital cancelled the visit and provided no further information. The codes were updated based on the investigation outcome. Evaluation method code was corrected.